Event description:
It was reported that the fiber was removed from packaging, it was inserted into xps laser and immediately noticed aberration in brightness on plastic sheath. The procedure was completed with a different fiber. There was no patient injury.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported complaint was not confirmed. Device history record review (DHR): review of the DHR confirms that the device met all material, assembly and performance specifications. Device technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Product analysis was not able to identify damages or defects in the returned fiber; additionally, there were no signs of breakage along length of fiber. The glass cap exhibited no devitrification. There were no signs of charred detritus adhesion on its surface. Labelling review: labeling review did not reveal any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on all available information and objective evidence from product analysis being unable to confirm the reported complaint, this investigation is being assigned a conclusion code of no problem detected.

Event description:
It was reported that, upon insertion into the laser, an aberration in brightness was noticed on the plastic sheath of the fiber. The procedure was completed with a different fiber. No patient complications were reported.